Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the atrial lead had shown a micro-dislodgement. The patient had received a vibratory alert on the a-lead impedance of upper range, the lead was programmed off. No patient symptoms were reported.